Event description:
Follow up assessment: in 8/02 the smith-nephew sales rep notified the mansified facility that the t1 anchor from three fast fix devices remains in the patient. After implantation of the t1 anchors, the suture portion of the implants broke. The surgeon was able to successfully complete the procedure using two additional devices. No patient injury or procedural complications resulted. There was a total delay of 15 minutes as a result.